Event description:
It was reported that "fibers or other indefinable particles" were found in the sterile packaging and barrels of 96 bd syringe's with the luer-lok¿ tip, while an unknown number of the same syringes had issues with damaged plungers that caused leakage "along the plungers and come out of the syringe at the top".

Manufacturer narrative:
Investigation: six sealed packaged 10ml syringes were received and visually evaluated. The samples were confirmed to be from batch #8247608 (B)(4). One package was observed to have a fiber attached to the inside of the bottom web slightly larger than level 3 in size, which is rejectable per product specification. Two packages were found to have three small particles in total between them attached to the inside of the bottom web. The particles were smaller than level 2 in size, are considered a cosmetic defect and acceptable per product specification. Three packages were found to have no foreign matter of any kind. No damage to plungers or stoppers was observed in any of the returned samples. All 6 syringes were tested for leakage past stopper condition per procedure. All syringes passed with no leakage observed it is possible the fiber was inadvertently introduced during the packaging process and the small particles originated either with the web manufacturer or were introduced during the packaging process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [8247803] was not found for the reported catalog # [300912]. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247608. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "fibers or other indefinable particles" were found in the sterile packaging and barrels of 96 bd syringe's with the luer-lok¿ tip, while an unknown number of the same syringes had issues with damaged plungers that caused leakage "along the plungers and come out of the syringe at the top".